Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic feeling pocket stimulation. Upon review, the pacemaker was exhibiting back-up vvi. A firmware download restored normal device function. The patient was noted as stable